Event description:
It was reported that the symptomatic patient presented with dizziness for lead revision procedure. The right ventricular lead exhibited noise causing oversensing. During the procedure, the pulse generator went into backup operation due to electrocautery. The lead and device were explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis found the complaint lead was returned in one piece. External abrasion exposing the outer coil caused by friction to the device can was noted at 8.7 cm to 8.9 cm from the connector pin. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone.